Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.168.014, lot: 2l62046, manufacturing site: hägendorf, release to warehouse date: 11.jan. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the t25 star drive screwdriver shaft 241 mm (part #: 03.168.014, lot #: 2l62046) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip of the device was observed to be stripped. No other issues were identified with the returned device. Device failure / defect identified? Yes. Dimensional inspection: the complaint relevant dimensions cannot be taken because of the stripped condition of the device but the distal shaft above the damage was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Screwdriver shaft. Complaint confirmed? Yes. Investigation conclusion the complaint condition was confirmed for the t25 star drive screwdriver shaft 241 mm (part #: 03.168.014, lot #: 2l62046). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent removal of implant because the patient was being converted to a total hip due to arthritis. During the procedure, the tip of a stardrive screwdriver shaft was twisted while removing the screws. The implants were successfully removed. There was a surgical delay of less than three (3) minutes. The procedure outcome and the patient status are reported as good. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) t25 stardrive screwdriver shaft 241mm. This is report 1 of 1 for (B)(4).